Event description:
The patient received two leads from the same lot number. It was reported during the patient's scs trial procedure a csf leak occurred. A blood patch was performed. The patient complained of a headache afterwards. The headache reportedly resolved the next day.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.